Event description:
As reported for this event by the customer, an e315 error message for scope error, scope not recognized was received for the device, which is an indication of no image received by the device. There is no reported harm to any patient.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. This device is not sold in the us but a similar device is. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections. The devices used in conjunction with this device during the event and event date are unknown.

Event description:
Addendum jun 1, 2022: there is no patient involvement in the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported image failure and error code. Definitive root causes for these issues were not established. However, it is probable that the issues occurred due to (a) a defect in the image sensor unit, (b) a failure of the internal board of the endoscope connector, or (c) a system error. Olympus will continue to monitor field performance for this device.